Event description:
It was reported that surgical intervention was performed to remove a piece of acetabular cup extraction cable which had been left implanted in a patient following total hip resurfacing. At the time of acetabular cup implantation, it was reported that the surgeon had made cuts to remove the cable, and removed most of the length, but missed a cut small section. The implanted section of cable was was visible upon x-ray following the procedure.